Event description:
It was reported that radio frequency connection could not be made with the pulse generator. Inductive telemetry allowed for successful interrogation. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.